Event description:
It was reported that an ilet user experienced persistent insulin occlusion alerts after a supply change with a steel infusion set, remained hyperglycemic at 325 mg/dl, and required repeated fill-tubing attempts with visible drops before reconnecting; the user elected to discontinue pump use temporarily and transition to subcutaneous insulin by pen with guidance to use backup therapy if further occlusions occurred. Symptoms included hyperglycemia. Outcomes included interruption of insulin delivery and the need for backup insulin therapy. Investigation included customer service troubleshooting and user education on tubing fill, reconnection, and guidance to perform a full supply change if occlusion alerts persisted. It was concluded that an insulin flow obstruction occurred at the infusion set level leading to hyperglycemia, and that continued use should include supply replacement and appropriate backup therapy if alerts recur. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.